Event description:
It was reported that the user experienced prolonged hyperglycemia after an infusion set occlusion and subsequent infusion set replacements while using the ilet system, with glucose readings reported as high and later decreasing after additional site change and monitoring. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or assistance required, with glucose trending down over time. Investigation included telephone troubleshooting, education on site management, and recommendation to replace the infusion set and select an alternative site to mitigate potential tissue or site-related delivery issues. Investigation of this case revealed that the hyperglycemia was associated with insulin delivery disruption potentially related to infusion site or cannula performance, though no bent cannula was observed on the final removal and the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.